Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging malfunction occurred before use with a 20 ml luer lok syringe. The following information was provided by the initial reporter, "per customer, packaging tore and did not open cleanly and could compromise sterile presentation." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: two samples received for investigation. There is a physical sample where only the width of the seal can be evaluated since the other tests were not possible to run because the sample was already open. It is observed in one of the pieces that presented some small fibers in the cavity. In the documentary review, there were no problems attributable to the defect, additional inspections in process and tests on final product were compliant. The client sample was already open, a slight fiber is observed in the seal towards the cavity, however the paper is medical and sterile grade so the defect is within acceptable quality limit. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause is incorrect opening technique. There are two techniques, "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister pack should be taken with the paper in the left hand and the film in the right hand. Then, the blister pack should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles). The second technique, ¿straight pull" to open the blister pack, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction. No corrective action at this time.

Event description:
It was reported that packaging malfunction occurred before use with a 20ml luer lok syringe. The following information was provided by the initial reporter, "per customer, packaging tore and did not open cleanly and could compromise sterile presentation." 2 occurrences were reported.